Manufacturer narrative:
(B)(4). Method: one complaint rt040 mask was received for investigation. The mask was visually inspected and the ports measured. Results: the hospital has informed us that "the port assembly on the mask is intact on the mask when it is set up on a patient. The assembly and cap are tightly closed and attached to mask." They stated that many times staff returned to the patient and the entire assembly and port cap was missing. Visual inspection revealed that there was no damage to the returned mask, but that the port cap was missing from the left port. Measuring of the ports revealed that they were within specification for the product. A lot check revealed no other complaints for lot 120828. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with the pressure inside the mask during therapy. Force required to remove the port caps actually increases with aging. Fisher & paykel healthcare has conducted extensive testing on the rt040 mask to check port cap retention. (B)(4). It is possible that patients are pulling the caps off and that they get lost if they are pulled off completely. As part of our ongoing product improvement initiatives, the design of the ports was enhanced to remove a source of axial movement of the pressure port cap. This improvement was implemented in (B)(4) 2011. The complaint devices were manufactured after this improvement.

Event description:
A hospital in (B)(6) reported that the port caps on the rt040 full face masks were popping off at low pressure after one or two days of patient use. No patient consequence was reported.